Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the quick release fell off. She would reconnect it, however, whenever she stood up, the set fell off from the quick release. No further information available.